Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the white deposits on the endoscope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technician performed an onsite visit, and the problem was resolved. The malfunction was traced back to contamination of the contacts during reprocessing (white deposits on the endoscope). The contacts were cleaned, and a check of the water reprocessing was recommended. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the socket of the evis exera iii xenon light source no longer detected the 190 series endoscopes. There were no reports of patient harm associated with this event.